Manufacturer narrative:
(B)(4). A follow-up report will be provided when the inspection results are available. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): the pump has not diffused completely; there is 20 to 50% of the product not-administered . Drug: 5fu.

Manufacturer narrative:
(B)(4). We received one used (approximately half filled) easypump ii lt 60-30-s without packaging. The received sample was taken to a visually examination. Damages or manufacturing faults were not detected. In as-received condition the white clamp is closed at the sample. The original wing cap was not handed over by the customer. After opening the top cap and removing the closing cone, we detected crystallized drug residues and residues of fluid at the filling port (lli-cone) and at the lla-cone of the patient connector. The pump was filled with nacl 0.9 % up to the nominal value (60 ml) and a functional test respectively a leak test was carried out. After waiting for a while the pump did not work (solution was not running). Then the pump was squeezed by hand and the functional test respectively the leak test was carried out again. Subsequently the pump did not work (solution was not running). Leakages were not detected at the received sample. The received sample is not within our specifications. We have informed our manufacturer accordingly. Statement: received one piece of used, half filled of easypump ii lt 60-30-s without original packaging. Clamp clip is released and no flow is observed. Complaint sample is then dissected at microbore tube; before male luer lock. Observed flow immediately. As the complaint sample is contaminated with cytotoxic, further investigation is unable to be done. Corrective measures have been initiated and are documented under CAPA (B)(4). Justification: not judgeable as the complaint sample is contaminated with cytotoxic.